Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. Isometric testing and arm movements resulted in lower amplitude of r waves. The device was reprogrammed but the issue continued. The patient was in stable condition and would continue to be monitored.